Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed the performance test performed. The devices returned due to ineffective therapy. However, the ipg exhibited excessive battery depletion and sleep current leakage. In the battery profile, the battery depletion rate had been gradually increasing since its manufacturing. The responsible component could not be determined since both analog/digital ics were covered by epoxy resin.

Event description:
A report was received that the database analysis of the patient's ipg revealed excessive battery depletion and sleep current leakage.